Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had been charging their battery for three days so they knew it was full. The green light was reported to be on. When they attempt to charge their implantable neurostimulator (ins), the connection goes blank and the battery turns itself off. They've had it for a year and that had never happened before. The patient tried everything they know but as of now, the stimulator was no long working and they were in a lot of pain. The last time the patient felt stimulation was 1.5 weeks ago. The patient was not receiving any relief from the device and had been trying to charge it "for days." The patient believed the implantable neurostimulator recharger (insr) connector pin may be loose. It was reported that they see the low battery warning screen on the insr. It was reported that the desktop charger wouldn't charge the insr. The patient saw the insr connector and it looked fine. It was later reported that the patient received assistance from their doctor or manufacturer's representative (rep) and their concerns were resolved. They had an appointment on (B)(6) 2014. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.